Manufacturer narrative:
The event occurred from october 13, 2022 ¿ october 24, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particulate matter was observed in seven (7) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: may 28, 2022 - may 30, 2022. H10: seven (7) actual samples were received for evaluation. Visual inspection along with magnification with the fill port caps removed observed a single loose white polymeric appearing particle morphologically consistent with fill port material approximately 30 mm above the fill port area fluid path in one (1) sample only. No particulate matter was observed in the other six (6) samples. Therefore, the reported condition was verified in one (1) sample only. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.